Event description:
Hyperglycemia: a customer who uses regular insulin in her pump experienced elevated blood glucose readings 2 days in a row. (As high as 440 mg/dl). She changed the tubing and the vial of insulin, but her blood glucose level did not normalize. She stated that the vials of insulin in question appeared normal and she has had no changes in diet, exercise, stress level or health status. In a follow-up phone call received from the pt, she stated that she had since discovered that the "drive arms" on her pump were not working and now feels there was nothing wrong with the insulin.